Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, deposits were noticed on the instruments prior to use. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint pictures were provided for review, which confirmed presence of foreign material on the product. Device history record review revealed no deviations. A database search showed that no similar complaints have been reported on this specific lot prior to this case or since. The search did show, however, that several similar complaints were reported on different lots previously. In these cases, the material on the inserter or cannula appeared to be precipitated vapor from the glue that is used during product assembly. Since the product involved in this complaint was not returned, the cause of the reported failure could not be confirmed. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective actions needed as the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Number of products distributed was determined based on number of packs (both custom and standard), number of cannulas and trocar cannulas distributed in each year. Please note that multiple trocar/cannula sets are present in one pack so the actual number of distrubuted product is higher. Failure modes (as reported) used were ci-ins-foreignmat, ci-cann-foreignmat, and ci-foreignmat(rep). This complaint is included in the numbers in the table above.

Event description:
We have been informed that during surgery, deposits were noticed on the instruments prior to use. No report that actual patient harm occurred or surgery was prolonged > 30 min.